Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 36mm x 2.5mm, concentric, de novo target lesion with a greater than or equal to 90 bend was located in the severely calcified and severely tortuous right coronary artery (rca). A 9 x 2.00mm maverick balloon was advanced to dilate the target lesion and following post dilatation, the residual stenosis was 40%. While advancing a 38 x 2.50 promus premier select stent significant resistance was encountered. The lesion was very tortuous and calcified. A 38 x 2.50 promus premier select stent was used and maneuvered but was unable to advance to the target lesion. The device was removed and a 2mm balloon device was advanced to dilate the target lesion once more. The stent was advanced again, but the hypotube got cut in the proximal end. The stent device was removed and the procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable post procedure.

Event description:
It was reported that a shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 36mm x 2.5mm, concentric, de novo target lesion with a greater than or equal to 90 bend was located in the severely calcified and severely tortuous right coronary artery (rca). A 9 x 2.00mm maverick balloon was advanced to dilate the target lesion and following post dilatation, the residual stenosis was 40%. While advancing a 38 x 2.50 promus premier select stent significant resistance was encountered. The lesion was very tortuous and calcified. A 38 x 2.50 promus premier select stent was used and maneuvered but was unable to advance to the target lesion. The device was removed and a 2mm balloon device was advanced to dilate the target lesion once more. The stent was advanced again, but the hypotube got cut in the proximal end. The stent device was removed and the procedure was completed with another of the same device. No patient complications were reported in relation to this event and the patient was reported to be stable post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a 38 x 2.50mm promus premier select stent delivery system was returned for analysis with a product mandrel inserted. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 25.3cm distal to the distal strain relief, as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. An attempt was made by the analyst to remove the product mandrel distally; the tip was damaged (stretched) in the process and the device was soaked in water bath at 37 degrees celsius overnight. Following the overnight soak, the mandrel could not be removed due to the condition of the tip. No other issues were identified during the product analysis.